Event description:
New information received notes that the noise over-sensed was actually fine atrial fibrillation, which had also triggered inappropriate automatic mode switch.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited noise over-sensing. No intervention was performed. Patient condition was stable.